Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for device upgrade, small insulation breach was noted on the right ventricular (rv) lead close to the end of the lead where it plugs into the device header. Lead parameters were tested and found to be stable. There was no occurrence of noise when tested. The lead was connected to new device. When the event was informed to device clinic, they mentioned that one episode of rv lead noise was noted via remote transmission on (B)(6) 2020. The patient was stable.